Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part #314.03, lot #8827753; manufacturing site: (B)(4); manufacturing date: 13 mar. 2014 . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for a possible distal tibia fracture. During the surgery, a corner of the tip of a small hexagonal screwdriver shaft broke off as the surgeon was inserting the screw. It was confirmed that the fragment was retrieved. It was reported that another device was readily available and there was no delay in surgery. No further information is available at this time. This complaint is for one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: photographic inspection was performed for pictures of the subject device. This complaint is confirmed. Although the device was not returned to customer quality (cq) for evaluation, the three (3) photos provided by the reporter show visual evidence that the hex tip has sheared off of the device. Whether this complaint can be replicated at cq is not applicable as the device is already broken. A visual inspection of 3 provided photos and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing se_188021 was reviewed during this investigation. No product design issues or discrepancies were observed. The complaint description and the condition of the screwdriver shaft shown in the provided photos are consistent with torsional forces beyond the shear strength of the screwdriver shaft tip. However, given the unknown specifics at the time of the device breaking and over the lifetime of the device, a root cause could not be definitively determined. The part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed successfully and the patient reported as stable. Concomitant device: screw (part #unknown, lot #unknown, quantity 1).